Event description:
We received a medwatch from the hosp in 2006. Surgeon planned a laparoscopic roux-en-y procedure on an obsese pt and was unable to attain satisfactory pneumoperitoneum. Despite changing the tubing, changing verres needle and rebooting the machine, the abdominal never filled up. The dr converted to open procedure assuming that the pt anatomy was preventing pneumo. The next case was a laparoscopic cholescystectomy with an average-sized pt. The same machine was used and the same thing happened; unable to attain satisfactory pneumo. They brought in another endoflator and the procedure was completed successfully.